Event description:
The pt reportedly experienced no lock between the external equipment and the cochlear implant after hitting his head on the implant side. The pt was seen at center for device evaluation. External equipment was exchanged. However, the reported problem was not resulved. The pt was seen by a company representative for device evaluation. Testing performed confirmed that the device was no longer functioning. Surgery to explant the pt's ci device is to be scheduled.